Event description:
Customer's husband using customer's system, reported his blood glucose results of lo, which on the compact plus system indicates a result less than 10 mg/dl, and 233 mg/dl within 10 mins on the compact plus system, reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.